Event description:
Ths customer stated a problem with no image, thus making the system unusable due to a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system but no conclusion can be drawn as further repair info is not available.